Manufacturer narrative:
A retrospective review of records discovered that follow up 2 MDR was sent incorrectly, instead of follow up 1 MDR . After correspondence with the MDR branch, follow up 3 MDR was created to correct the identified device information. This MDR# follow up 2 is being submitted to fill the gap between follow up 1 and 3 as requested by FDA consumer safety officer.

Event description:
No new event information at this time.

Manufacturer narrative:
A retrospective review of records discovered that follow up 2 MDR was sent incorrectly, instead of follow up 1 MDR. After correspondence with the MDR branch, follow up 3 MDR has been created to correct the identified device information.

Event description:
No new event information at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported a PICC line was being checked for patency by the chemo day unit registered nurse (rn) when she noted that there was a split or fracture in the clear flexible tubing, close to the purple hub. Upon consultation with the patients oncologist the PICC was removed and replaced with a piv. Reportedly the patient advised the rn that the PICC line had been insitu for 5 weeks and was cared for an on weekly basis. The rn wanted it noted that the patient is very compliant. A peripheral cannula was inserted to enable patient to have chemotherapy that day. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of the complaint history, device history record and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
It was reported a PICC line was being checked for patency by the chemo day unit registered nurse (rn) when she noted that there was a split or fracture in the clear flexible tubing, close to the purple hub. Upon consultation with the patient's oncologist the PICC was removed and replaced with a piv. Reportedly the patient advised the rn that the PICC line had been insitu for 5 weeks and was cared for an on weekly basis. The rn wanted it noted that the patient is very compliant. A peripheral cannula was inserted to enable patient to have chemotherapy that day. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.